Event description:
(B)(4). It was reported that following a stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the 99% stenosed, 2.25x10mm target lesion located in the mid left anterior descending artery. Treatment consisted of pre-dilation and the placement of a 2.25x16mm taxus liberte stent resulting in 0% residual stenosis. A 90% stenosed, 2.5x10mm non-target lesion located in the proximal right coronary artery (rca) was treated with a 2.5x12 taxus express2 stent. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2010, the patient presented with unstable angina and was hospitalized. A reintervention procedure the same day revealed a 90% stenosis with timi 2 flow in the proximal rca. Treatment placed an unspecified promus stent resulting in 0% residual stenosis and timi 3 flow. The next day the event resolved with no residual effects and the patient was discharged.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).